Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested, but not returned by the hospital. Concomitant medical products: item # unk, hip-trabecular metal modular cups-cups-unk, lot # unk; item # 650-1055, head, lot # 175630; item # unk, hip-arcos-stems-unk, lot # unk; item # ep-200148, bearing, lot # 165100. Multiple reports have been submitted for this event. Please see associated report: 0001825034 -2018 -09497. Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were received and reviewed, however review of the images does not confirm dislocation. Displacement of greater trochanter and trochanteric plates were observed. Device history record (DHR) was unable to be reviewed as no lot number has been provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately 5 years post implantation due to dislocation. The cemented liner was removed and a new cemented liner was placed. The femoral head was revised as well. Attempts have been made, and no further information has been provided.

Event description:
It was reported after multiple revisions of the left total hip arthroplasty, the patient underwent another revision due to dislocation. The previous head and poly liner that was cemented into the tm shell was replaced with a new head and constrained liner that was cemented into the existing shell. No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1822565.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1822565.